Event description:
Consumer complaint of low blood glucose results. Per the caller, result yesterday was 58 mg/dl and it should have been 110 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).